Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to suspected early battery depletion. During this procedure, this atrial transvenous implantable lead exhibited high pacing impedance and did not capture. Fluroscopy revealed a lead fracture. The lead was capped and a competitive lead was implanted. A new device was also implanted.